Event description:
Healthcare professional (hcp) caring for pt reports switching new supply bag to already spiked line while troubleshooting an alarm situation during apd treatment. Hcp was assisted in ending treatment early by baxter technician. No pt injury or medical intervention was reported by rn.